Manufacturer narrative:
The edi catheter was not returned for investigation. Provided pictures showed a pinched hole between the 15 and 16 cm markings on the feeding tube. The position of the hole is on the invasive part of the edi catheter. Leakage tests are performed during manufacturing before the punching of the feeding holes and final inspection is visual. Simulation tests showed that a hole of this size would have been detected during the leakage test. The user facility confirms that when opening the catheter packaging, the hole was not visible. The conclusion in the matter is that the hole occurred after the leakage tests, but we cannot conclusively determine when or how it happened. (B)(4).

Event description:
It was reported that after approximately 7 hours of use, the edi catheter began to leak and was replaced. There was no patient harm. Manufacturer's ref #: (B)(4).